Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. (B)(4).

Event description:
It was reported that the insulin pump has a keypad anomaly. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.